Manufacturer narrative:
The incorrect service part component was shipped to the distributor.

Event description:
The distributor (B)(4) in (B)(4) reported that the motor rec'd is with incorrect voltage (115volts instead of 220volts).